Event description:
The pump was returned for investigation. Evaluation revealed there was contamination under contact buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of moisture behind the display lens. The pump powers with returned battery. A battery compartment crack was observed and there was evidence of moisture in battery compartment. The keypad was detached and missing. The up and down keys responded appropriately and the ok button did not respond. The keypad flex cable was damaged and missing at the contrast key. The ok key contact was misaligned and inverted. There was contamination under the up, down and ok key contacts. A leak test shows a leak at the battery compartment crack. The display lens was found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).